Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 g every five days) and ip injection of fortum (1 gm daily). At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.